Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product for the issue under review. Ticket trending review for the list number did not identify any related trends. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot 73572ud00 and the complaint issue. The overall performance of the alinity I total b-hcg assay was reviewed using worldwide data. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 73572ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module for a 26-year-old female patient. The following data was provided (reference range: </ = 5.00 miu/ml negative, >/= 25.00 miu/ml positive): on (B)(6) 2025, sample ID (B)(6): initial hcg result = 253.5 miu/ml. On (B)(6) 2025, 2 days later, a new sample was drawn from the same patient and tested on another instrument (B)(6): b-hcg result = 2.3 miu/ml. The customer stated there is no more sample available for repeat testing. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information from section a1 patient identifier: (B)(6). This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-31, 510k k170317.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module for a 26-year-old female patient. The following data was provided (reference range: </ = 5.00 miu/ml negative, >/= 25.00 miu/ml positive): on (B)(6) 2025, sample ID (B)(6): initial hcg result = 253.5 miu/ml on (B)(6) 2025, 2 days later, a new sample was drawn from the same patient and tested on another instrument (B)(6): b-hcg result = 2.3 miu/ml. The customer stated there is no more sample available for repeat testing. There was no impact to patient management reported.